Event description:
It was reported that the patient was presented to the emergency room for inappropriate shock caused by noise. The right ventricular lead fractured. High impedance and oversensing were also noted. Isometrics with the left arm reproduced the noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 14 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2011 09:27:33 and (B)(6) 2011 19:33:02. 1 - vf (ventricular fibrillation) =150 ms average v-cycle on (B)(6) 2011 17:46:38. Ventricular short interval count v-sic=32.2 counts avg/day, in 1.55 days, between (B)(6) 2011 21:57:20 and (B)(6) 2011 10:10:03. Daily pace impedance log data shows an abrupt increase for v.pace = 336 to 2464 ohms peak between (B)(6) 2011.